Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Concomitant medical products: 00801803201, cocr femoral head, 61941745 00620005622, shell porous with cluster holes 56 mm, 61934261 00771100900, femoral stem 12/14 neck taper, 61963061 00625006520, bone screw self-tapping 6.5 mm dia. 20 mm length, 61953455. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00096.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Explant date: ¿ revision procedure (B)(6) 2016. Concomitant product(s): ¿ unknown versys femoral head 12/14 taper p/n unknown l/n unknown, unknown zimmer m/l taper p/n unknown l/n unknown, unknown liner p/n unknown l/n unknown; unknown cup p/n unknown l/n unknown. Multiple MDR reports were filed for this event. Please see reports: 0001822565-2017-05735, 0001822565-2017-05736.

Event description:
It was reported patient received a closed reduction procedure four years post-implantation due to dislocation. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: versys femoral head p/n 00801803201 l/n unknown; trilogy acetabular system p/n 00630505632 l/n unknown. Event occurred on an unknown date in (B)(6) 2016. Therapy date - (B)(6) 2016. This was initially reported as occurring in (B)(6) 2016, however, that is incorrect as the device was not explanted due to this event. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.